Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Additionally, the patient stated they received an urgent low alert on the cgm and was displaying 52mg/dl. The patient treated herself with a (B)(6) cookie and then the cgm displayed 68mg/dl. The patient performed a finger stick reading and the bg meter was reading 140mg/dl. No symptoms or medical intervention was reported. At the time of contact, the patient as doing fine. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.